Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old patient of an unknown gender post cardiotomy cardiogenic shock/low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. It was reported that impella was unable to be implanted due to the patient¿s anatomy. The case was aborted and there was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The clinical details states that the patient had tortuosity vessels condition. The cause of the delivery issue was patient condition related due to tortuosity vessels condition. H6 impact code updated to 4627, h6 problem code updated to 2682.